Manufacturer narrative:
Concomitant medical devices: ddmb1d1, implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to chest pain and hypotensive vomiting. A remote monitoring transmission indicated far field r-wave (ffrw) oversensing was observed on the right atrial (ra) lead on the presenting electrogram. Additionally, chronically low r-waves were noted on the right ventricular (rv) lead. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.